Event description:
Patient reported the headset is released unintendedly after it is loaded into the linkassist, the needle protection and plaster removed and the device is primed. Patient stated the issue occurred as soon as the device is moved or touched slightly and before the security lock is unlocked. Patient reported that on one occasion the needle shot into her hand by accident; did not receive treatment and is fine. Patient stated the issue occurs almost every time she tries to use the device. No adverse event reported. Requested return of the alleged linkassist for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).